Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the cardiac resynchronization therapy defibrillator (crt-d) showed a green bar for battery life status. After a second interrogation of the same device, a grey bar appeared. The device was wrapped with a warm towel, however thirty minutes later, the gray bar remained. It was indicated that the device experienced premature battery depletion, and a power on reset. The physician requested a new crt-d device. There was no patient involvement.